Manufacturer narrative:
The insulin pump was received with corroded keypad traces. All of the buttons are functioning properly, no button error alarm and no unexpected numbers scrolling during our testing. All operating currents are within specification. No battery out limit alarm noted. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.